Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked, the imaging window was detached in the lapjoint section and the imaging window was not returned for analysis. It was also noted that the imaging core was twisted and that there was no imaging core windup within the telescope and sheath sections of the device. Impedance testing showed an electrical open in the proximal catheter which x-ray analysis revealed to have been due to a broken coax cable at 130 cm to 140 cm.

Event description:
Reportable based on device analysis completed on 27oct2023. It was reported that visualization issues occurred. The 80% stenosed target lesion was located in the proximal left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but it could not show the image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.